Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol returned positioned incorrectly in the lens case. Solution is dried on the intraocular lens (iol). One haptic is bent/deformed, the other haptic is intact. The optic is scratched/marked-rejectable. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient reason was not adapting to vision. Clinical reason for explant was unhappy, and not adapting despite correction of refractive error, aggressive surface management. The iol was exchanged for monofocal noncompany lens 10 months 3 days following the initial implant procedure. The symptoms were not resolved post replacement. After replacement with monofocal lens patient had some mild corneal edema.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).